Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely tortuous vessel for a shunt percutaneous transluminal angioplasty (pta) procedure. A 4.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, during inflation at 13 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.